Manufacturer narrative:
Numerous attempts were made to contact the initial reporter. Note: this report is based solely on customer reported issue. (B)(4). Pending device return.

Event description:
A customer reported that during a spinal fusion procedure, while in use of the sterile-z patient drape, the drape may have contributed with the driver accuracy being off. This caused a delay to the procedure. The date when the issue occurred is unknown. It was reported that there was no impact to the patient. This is the initial report and tidi is in the process of obtaining further information and will be investigating.